Event description:
It was reported the leads were explanted due to infection. They were returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - middle insulation separation. Full lead in segments returned and analyzed. Defib conductor fractured. Full lead in segments returned and analyzed. No anomalies found.